Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two days after a transfer set change ¿the switch body of the external short tube was disconnected from the connection between the silicone tube¿. The event occurred an unknown process step of peritoneal dialysis (pd) therapy. The medical staff reported the cause of the separation, specified as ¿fractured tube¿ between the tubing and twist clamp, ¿seem to be caused by patient personal reason¿; however, the patient denied the cause. The caregiver was instructed to ¿soak it in iodophor for 20 minutes, and then use a clip wrapped in cotton cloth to clamp the external short tube¿. The same day, the patient presented to the hospital and the transfer set was changed again. It was further reported a few hours later, the patient developed ¿symptoms of not wanting to eat, nausea and vomiting¿. The following day, the patient presented to the hospital with cloudy effluent and was subsequently diagnosed with peritonitis. The patient was instructed to go to a ¿higher level hospital for treatment¿. It was further reported, the patient went to a second hospital and was told there were no available beds. The patient was prescribed unspecified intraperitoneal anti-inflammatory drugs to take at home. According to the reporter, four days and seven days later, the caregiver requested hospitalization and was told the patient would not be admitted. The patient passed away 10 days after starting treatment. The cause of death was reported as ¿due to illness¿. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.